Manufacturer narrative:
Correction: describe event or problem. Additional information: unique identifier (UDI) #, medical device serial #, concomitant med prod data, device manufacture date and manufacturer narrative. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was that there was a dosing issue with an infusion of an unspecified medication. The intended dose was not delivered in the expected timeframe. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer would like to send in 8015 for evaluation. There was patient involvement and no harm.